Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran low to 38 mg/dl. The customer treated with glucose tablets and food and the blood glucose was brought up to 141 mg/dl. The customer declined troubleshooting for this issue. The insulin pump was not returned or replaced.